Event description:
The came loose when trigger was pressed. Surgeon attempted to retighten, but it would not tighten fully. We swapped it out for another straight saw attachment and completed case. Case type: tka. Surgical delay: =15 minutes. Update: did the saw attachment become detached during cutting? "The attachment locking mechanism came loose and sawblade fell out".

Manufacturer narrative:
Reported event: it was reported that "the came loose when trigger was pressed. Surgeon attempted to retighten, but it would not tighten fully. We swapped it out for another straight saw attachment and completed case. Case type: tka. Surgical delay: =15 minutes. Update: did the saw attachment become detached during cutting? ""The attachment locking mechanism came loose and sawblade fell out. Product evaluation and results: functional inspection confirmed the locking mechanism was stuck in the locked position. Product history review: review of the device history records indicate a total of (B)(4) devices were manufactured under (B)(4) batches for lot 35091218. (B)(4) devices were manufactured and (B)(4) devices accepted into final stock on 01-10-2019 with (B)(4) reported discrepancy. A review of (B)(4) revealed that the rejected device was not related to the failure alleged in this compliant. (B)(4) devices were manufactured and accepted into final stock on 01/17/2019 with no reported discrepancies. A further (B)(4) devices were manufactured and (B)(4) devices accepted into final stock on 01-19-2019 with (B)(4) reported discrepancy. A review of (B)(4) revealed that the rejected device was not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number35091218 shows no additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The came loose when trigger was pressed. Surgeon attempted to retighten, but it would not tighten fully. We swapped it out for another straight saw attachment and completed case. Case type: tka. Surgical delay: 15 minutes. Update: did the saw attachment become detached during cutting? "The attachment locking mechanism came loose and sawblade fell out."